Manufacturer narrative:
The patient's previous driveline tape was reported under MFR # 2916596-2018-04539. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that routine clinic log files were sent for the patient because there was suspicion of an issue with the driveline. The patient had a driveline tear that had been previously treated but was retaped at this time. Technical services found that it looked like the patient cable was beginning to show signs of cable fatigue, and it was advised that the patient cable be replaced. Technical services also noted the tear in the driveline jacket, but additionally noticed tape on the distal end bend relief. There were no other unusual events recorded in the log file. The site responded to tech services that the tape was moved from the original torn site and was loose. The patient attempted to tape it with otc ¿plastic tape¿ and it didn¿t hold. Technical services communicated that applying rescue tape to the area was appropriate, and a non-grounded cable was also given to the patient. The patient was then stable and asymptomatic.

Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: superficial driveline damage was confirmed through the evaluation of the submitted photographs. The account submitted photographs for review which depicted damage to the patient¿s driveline. The submitted photographs showed a tear in the silicone jacket adjacent to the distal end bend relief of the driveline. The damage did not appear to penetrate the underlying bionate layer. The account clarified that the tape seen around the metal connector bend relief had been moved from the torn area due to it being loose and that the silicone jacket was not separating from the metal connector. It was recommended that the account repair the driveline damage with rescue tape. The patient was reportedly stable and asymptomatic. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file captured numerous low battery (voltage) advisory and hazard alarms throughout the log file while the patient was connected to battery power, as well as a backup battery fault on (B)(6) 2019 (see other pi mains associated with this per). No other atypical alarms or events were captured. The pump maintained a speed above the low speed limit throughout the log file and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.